Event description:
The pt was implanted with a left ventricular assist device (lvad). The hosp reported that the pt had elevated lactate dehydrogenase (ldh) levels. The hosp subsequently replaced the pt's pump with another manufacturer's device due to suspected pump thrombosis.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.